Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30mm in length, 2.75mm in diameter target lesion was located in the severely tortuous and calcified right coronary artery. A 3.5mmx8mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during the third inflations at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patent's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was tip damage. There were numerous hypotube kinks. There was no damage. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30mm in length, 2.75mm in diameter target lesion was located in the severely tortuous and calcified right coronary artery. A 3.5mmx8mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during the third inflations at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patent's status was stable.